Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user was hospitalized on (B)(6) 2017 with an elevated blood glucose level and diabetic ketoacidosis. However, the exact bg level was not provided. The user was treated with saline as well as insulin and was released form the hospital on (B)(6) 2017. Review of pump history confirmed that an empty cartridge alarm occurred. Reportedly, the user changed the supplies the day before and was unsure why the alarm occurred. The user did not remember how much insulin was filled in the cartridge. The user successfully loaded a new cartridge and resumed insulin delivery.